Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 700 mg/dl. Customer had symptom of excessive vomiting and nausea. Customer was hospitalized due to diabetic ketoacidosis and pneumonia. Customer was hospitalized for four days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer reported that this was a second hospitalization as the first one was a couple of weeks prior to second one. Customer reported to have been hospitalized due to diabetic ketoacidosis and pneumonia and was hospitalized for one week and customer returned to the hospital with diabetic ketoacidosis and was hospitalized again with blood glucose of 400 mg/dl. A registered nurse inquired on insulin pump settings adjustments. It was advised that endocrinologist would need to be contacted regarding settings. Customer was not well enough to troubleshoot.